Event description:
The account alleged that the bed was not communicating to the nurses' station when nurse call was activated. No pt impact.

Manufacturer narrative:
The communication cable was replaced by the tech to resolve the issue.